Manufacturer narrative:
Follow-up # 1 ¿ (07/02/2014). The lay user/patient¿s products have been returned, and were evaluated on 06/20/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition the labelling was found to be hard to read. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "600 and 200 mg/dl" with the subject meter, performed within an unspecified time of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.